Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No injector handpiece was returned for evaluation for the report of an issue with the injector in which they had to remove the lens and perform a vitrectomy; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported an issue with intraocular lens (iol). Representative indicated they had an issue with the injector and had to remove the lens from the patients eye and do a vitrectomy. Additional information was requested. There are two files associated with this report. This file is for the handpiece.